Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the left common iliac artery. Upon attempting to inflate the balloon catheter, it was reported that the stent became dislodged from the balloon catheter. The stent was subsequently deployed near the atheroma at the left common iliac artery using another balloon catheter. There were no add'l details reported relative to this event.

Manufacturer narrative:
The results of the product evaluation found that an axial fracture was observed in the delivery balloon; however, the co was unable to determine the cause of the fracture. To address reports of balloon bursts below the rated burst pressure, cordis has initiated a corrective action which is currently in progress.